Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for unexpected longevity. It was also reported that the patient's right ventricular (rv) lead has high pacing thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.